Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received 1 open race-pack (contaminated), aluminum pouch present. Needle in support race-pack and detached from thread that is wound on pack. However, without closed samples a proper analysis cannot be performed. Considering that no other customer complaints have been received concerning this issue for this code-batch, we consider that this is an isolated unit, but the whole batch is correct. Therefore, we consider this complaint as not confirmed. Batch manufacturing record: reviewed the batch manufacturing record, this product had no incidences related to this issue and was released fulfilling usp/ep and b. Braun surgical specifications. Conclusion root cause analysis: it has not been possible to determine the root cause because closed samples have not been received, only one open sample contaminated. Final conclusion: despite receiving sample, without closed samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyse it. We consider that the defective unit is an isolated and accidental issue but the complaint is considered as not confirmed. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
G4: reported device marketed in the u.s. Only for veterinary use, however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. Related 510k number k011375. If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with monomend mt suture. The client (veterinarian) reported that the veterinarian had opened a single suture from the 12 count package that did not have a needle attached.